Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a pneumonectomy and thoracoscopy procedure. The device was being used for video-assisted thoracoscopic surgery (vats) - e. For the first firing for the temporary closure of the esophagus, the surgeon pushed the green firing mode button and then pushed the blue button. However, the device partially fired and then stopped. After that, the surgeon pushed the blue button. The firing was completed with no problem. There was no patient harm. The status of the patient is no problem.